Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer woke up and noticed the connection between the infusion tube and cannula was broken, and the connector had separated. No adverse event was reported. The alleged product was requested for evaluation.